Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver had a "pop" noise and a cable was noted to be loose. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suturecut needle driver instrument to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use. The abdomen was being sutured when the issue occurred, and the instrument was unable to grasp the suture. There were no issues related to left/right or up/down motion. There was a broken cable at the end of the device which controlled the jaw motion. The broken cable was silver and there were no instrument collisions. No fragments fell in the patient and there was no injury to the patient.